Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic supervisor contacted paramedics for the customer during the call and they took over from there. The customer had called for assistance with pump settings adjustment after receiving a replacement battery cap. The incident happened on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as inability to follow instructions and incoherence. It was unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was received which was not provided with the initial report. The additional information has been provided with this report.

Event description:
Customer reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer had used manual injections before the low. The customer was at 184 mg/dl at the time of the call. The customer was given liquid glucose to treat. The customer was wearing the insulin pump during the incident or 24 hours. Troubleshooting was completed. The customer's pump had to have the battery cap replaced due to missing contacts. The insulin pump will not be returned for analysis.